Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. 10 days later the pt sought medical treatment for infection at the site and was prescribed antibiotics.